Event description:
The customer reported that they did not get a "low battery" alarm on their mx40 device. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.